Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 35 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 15:14:24 to 15:14:25 due to a loss of external power while connected to the mpu. The alarm resolved once power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the mpu will not be returned for evaluation. Multiple attempts were made to obtain additional information (including mpu serial number, if the mpu has a v-lock connector on the ac power cord, if it is known if the ac power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power). However, the information was not provided. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the physician was concerned that the device was not fully unloading the patient. The patient has elevated creatinine and lactate dehydrogenase and is floridly volume overloaded. The physician was considering a left ventricular gram and was scheduling a computer tomography angiography. Upon review of the patient's log files, there were 2 no external power events on (B)(6) 2020. These events occurred when the power to the mobile power unit (mpu) was briefly interrupted. There were no other unusual events noted in the log file. The patient's pump is reported under MFR # (B)(4).